Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 1 photo for the investigation. Evaluation of the photo indicated an incorrect cap (green) had been applied to the citrate tube (light blue cap). Additionally, 100 retention samples from bd inventory were visually inspected and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode , incorrect cap color based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes 1 tube had a different cap color. There was no health impact or consequences reported.